Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was unstable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 4574 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experience presyncope. The right ventricular (rv) lead exhibited varying and high threshold measurements. A procedure was performed to remove and replace the lead. No further patient complications have been reported as a result of this event.